Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy and rupture.

Event description:
Patient representative reported for right side "pain", "felt desperate after finding out about the recall, felt anguish and could not sleep well", "cyst", "rupture", "it was found that one of the prostheses was broken and disintegrating, and the internal gel had leaked", "right breast capsule: fibrosclerotic capsule with siliconoma", "right breast nodule: fibrosclerotic capsule with chronic inflammation with foci of gigantocellular reaction to refringent exogenous material (silicone)", "breast tissue with fibrosis and foci of moderate, usual ductal hyperplasia", "irregular contours", "lymph node with cortical thickening in the right axillary region". The device has been explanted.